Event description:
During preparation for cardiopulmonary bypass, the roller pump displayed a "pump jam" error message. There were no adverse consequences to the pt as a result of this event.

Event description:
During preparation for cardiopulmonary bypass, the roller pump displayed a "pump jam" error message. There were no adverse consequences to the patient as a result of this event.